Event description:
It was reported that (B)(4) study patient with ID (B)(6), a control angiogram showed a major residual aneurysm four months after the enterprise vrd (enc451412/01429606) was implanted, and the event was treated with 2 diverter pipeline stents. Final control angiogram showed a stagnation of the contrast material in the aneurysm. No technical adverse event was noted. Then, two weeks after the last procedure, the patient had a cardiac arrest and expired. The cardiac arrest was unrelated to the device and procedure. Prior to the events, the patient was diagnosed with sha due to a fusiform and dissecting aneurysm located in the right internal carotid artery (supraclinoid artery), and it was reported that it was acutely ruptured (<1 month) and recurrence after endovascular treatment. The aneurysm measured 4mm sac height, 2mm sac width, and 4mm neck. The patient did not have a previous subarachnoid hemorrhage from another aneurysm, and both wfns/mrs pre-procedure and post procedure, and at discharge was 1. Five days after diagnosing the ruptured aneurysm, during the index procedure, one coil (3x4 3d boston scientific) and a hyperglyde balloon 4x200mm were used to treat the aneurysm. Afterwards, the procedure was stop due to difficulty to place more coil. Four days after the index procedure, control angiography showed a residual aneurysm, and the patient underwent a second procedure, and an enterprise (enc451412/lot 01429606) was used with no coils. Aspirin was given pre and post procedure, and heparin intra-procedure, and at discharged, the medical therapy consisted of plavix (for 3 months) and kardegic 160 (for 12 months).

Manufacturer narrative:
Follow up 1 was performed approximately three months after the index procedure, and mrs was 0 with no adverse event reported. (B)(4). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that (B)(4) study patient with ID (B)(6), a control angiogram showed a major residual aneurysm four months after the enterprise vrd ((B)(4)) was implanted, and the event was treated with 2 diverter pipeline stents. Final control angiogram showed a stagnation of the contrast material in the aneurysm. No technical adverse event was noted. Then, two weeks after the last procedure, the patient had a cardiac arrest and expired. The cardiac arrest was unrelated to the device and procedure. Prior to the events, the patient was diagnosed with sha due to a fusiform and dissecting aneurysm located in the right internal carotid artery (supraclinoid artery), and it was reported that it was acutely ruptured (<1 moth) and recurrence after endovascular treatment. The aneurysm measured 4 mm sac height, 2 mm sac width, and 4 mm neck. The patient did not have a previous subarachnoid hemorrhage from another aneurysm, and both wfns/mrs pre-procedure and post procedure, and at discharge was 1. Five days after diagnosing the ruptured aneurysm, during the index procedure, one coil (3x4 3d boston scientific) and a hyperglyde balloon 4x200 mm were used to treat the aneurysm. Afterwards, the procedure was stop due to difficulty to place more coil. Four days after the index procedure, control angiography showed a residual aneurysm, and the patient underwent a second procedure, and an enterprise ((B)(4)/lot 01429606) was used with no coils. Aspirin was given pre and post procedure, and heparin intra-procedure, and at discharged, the medical therapy consisted of plavix (for 3 months) and kardegic 160 (for 12 months). Follow up 1 was performed approximately three months after the index procedure, and mrs was 0 with no adverse event reported. The device remains implanted, and the lot number although provided could not be confirmed within our system, and therefore DHR record could not be conducted. As reported, the enterprise vrd was used off-label; usage other than the approved labeling may involve risks not described in the labeling. With review of the available information, there is no indication that the reported persistence of aneurysm after implantation of the enterprise vrd is related to any device performance or manufacturing issues, but appears to be related to procedural factors, vessel characteristics and the characteristic of the aneurysm that was present and being treated with the enterprise vrd. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Additional information will be submitted within 30 days of receipt.